Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic radical surgery for lung cancer, there was a poor staple formation and a staple line incomplete at distal part wherein the surgeon sutured it by hand to fix it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic radical surgery for lung cancer, the handle was squeezed, but most of the staples were not well formed, and very few were formed at distal part wherein the surgeon sutured it by hand to fix it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.